Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was involved in a motor vehicle accident when the patient¿s 3186 lead migrated, and the patient no longer felt effective stimulation. During the lead revision, the physician attempted to reposition the lead into the epidural space without success. The lead was therefore explanted. Patient may be awaiting further lead revision. Also see related MFR. Report#: 1627487-2017-07605.

Manufacturer narrative:
Explant date has been corrected.

Event description:
For clarification, the physician abandoned the lead revision on (B)(6) 2017, but the 3189 lead was not explanted at that time. Follow up information identified the lead has now been explanted and replaced. Postoperatively, effective therapy was restored. Also see related MFR. Report#: 1627487-2017-07605.